Manufacturer narrative:
Device not returned.

Event description:
Patient's legal representative stated pain, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems, lower back pain.